Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device used in a surgery. The visual inspection of the returned video noted adhesion between the small intestine and the anastomosis site. The adhesion seemed to have been a result of a section of the product that was not cut flush with the tissue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Unwanted adhesion can occur if the terminating end of the suture is not cut flush with the tissue as stated in the instructions for use (IFU). The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the closing of mesenteric window in a laparoscopic bariatric surgery, the surgeon had to re-operate the patient because of adhesion and the tail of the item was left. During the re-operation, the vloc suture was cut and an adherence between the small intestine and the end of the anastomosis was removed. During the re-operation, patient has no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.